Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the lead into the header of the pulse generator. Testing revealed out of range lead impedance measurements. The pulse generator was no longer used and a new device was implanted. No patient symptoms were reported.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the leads was out of specification for the product.